Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled pacemaker (pm) change. During the procedure the physician observed that the pm had been sutured around the right ventricular (rv) lead. According to the physician they believed that the suture around the rv lead was not intentionally done. There was an insulation breach noted on the rv lead, and adhesive along with a suture sleeve were used to repair the rv lead abrasion. Patient was in stable condition.